Manufacturer narrative:
Concomitant medical products: 8110; 8015; td unknown. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no other information was provided.

Event description:
It was reported that a patient was receiving chemotherapy and the large volume pump infusing ran dry prior to the programmed time. No patient harm was reported. Although requested, no other information was provided.

Manufacturer narrative:
Correction to suspect device (B)(6) additional information added to: b3, e2,e4,d4,d10, h10. ******************************************************************************************************* patient bsa is 1.52. The report of a chemotherapy infusion infusing faster than expected was not definitively confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Log analysis results: the pcu event log shows pump module (B)(6) was programmed to infuse drugid 186 at a rate of 61ml/hr with a vtbi of 122ml at 9:14 am on (b)(60) 2021. At 9:15 am, the user changed the vtbi to 100ml and started the infusion. At 10:43 am, the user paused the infusion. The user then changed the vtbi to 20ml and started the infusion. Between 10:49 am and 10:50 am, the device alarmed 7 times for air in line and the infusion was restarted after each alarm. At 10:59 am, the user paused the infusion. At 11:01 am, the device was channeled off. The volume recorded as being infused during this period was 103.857ml. A review of the device error logs found no errors during the time of the reported event. Inspection: n/a, only the device logs were received for investigation. The root cause of the reported chemotherapy infusing faster than expected was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 04 june 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No device received-log review only.

Event description:
It was reported that a child was receiving chemotherapy and the large volume pump infusing ran dry prior to the programmed time. There was no adverse effect on the patient. Pegaspargase 3,750 units in 122ml bag was programmed to infuse over 2 hrs at 61ml/hr. The medication was started at 0916 as primary infusion bifused with normal saline at 20ml/h and stopped at 1103. Programming care area profile in use was hematology/oncology>45kg. A total of 103.86 mls of medication infused including the flush.

Manufacturer narrative:
Addition: a2, a3, a4, a5, a6, b5, d8, d10, g3, h2, h6 health effect codes.

Event description:
It was reported that a child was receiving chemotherapy and the large volume pump infusing ran dry prior to the programmed time. There was no adverse effect on the patient. Pegaspargase (B)(4) in 122ml bag was programmed to infuse over 2 hrs at 61ml/hr. The medication was started at 0916 as primary infusion bifused with normal saline at 20ml/h and stopped at 1103. Programming care area profile in use was hematology/oncology>45kg. A total of 103.86 mls of medication infused including the flush.